Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-104688 is a concomitant. Please refer to manufacturer report number 2016493-2022-104689, which captured the correct suspect device per investigation report. It was determined through failure investigation that the reported issue of mislabeled channels is being attributed to corroded/contaminated iui connectors.

Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was a patient involvement but no harm.

Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.